Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The current gel mark ultra marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during removal of the tip protector, the cannula completely detached at the proximal end. Another marker was used to perform the procedure. There was no patient involvement.